Event description:
Ventilator was rented from rental company. Unit placed on patient where it worked for several hours with no problem. Procedure at hospital is to have respiratory therapist in unit at all times so when this unit began to fail, there was not time for an adverse incident to occur. Unit started alarming obstructed tube and high peak pressure. Baby (patient) was quiet at the time with no destress noted. Patient was taken off vent and bagged with ease, and suctioned with minimal return. Patient was returned to vent after shutting the unit off and reseating the exhalation valve. Unit worked fine for several minutes and then alarmed obstructed tube and high peak pressure. Took ventilator off patient, capped the end of the breathing circuit and unit continued to alarm. Removed ventilator from service and returned to rental company. Placed patient on alternative ventilator. Patient had no distress or adverse effects.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: unknown. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: device failure occurred and was related to event, device failure directly caused event, intermittent failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.